Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator provided inappropriate high voltage therapy. Additional information was requested but not yet received.

Event description:
Additional information reported that the patient's heart rate was in atrial fibrillation with a rapid ventricular rate, and the ventricular rate reached the ventricular fibrillation zone on the patient's implantable cardioverter defibrillator (ICD). As a result, the patient received both inappropriate anti-tachycardia pacing and high voltage shock from their ICD. The patient's medications were changed, and the patient would continue to be monitored. The patient was asymptomatic and in stable condition.